Event description:
It was reported that during implementation of an interbody device, the inserter disengaged from the implant and damaged both sides of the implant. No pt injury was reported.

Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.